Manufacturer narrative:
An external tear was found on the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that her blood glucose (bg) levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod between 36 and 48 hours on the leg. A new pod was applied to treat the hyperglycemia.